Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with an inset 6 mm 23" infusion set, with the highest value of 284 mg/dl and no alarms or apparent set leakage or interruption of insulin delivery; the event was categorized as hyperglycemia with cause unclear, and troubleshooting and education were completed. Symptoms included hyperglycemia without ketosis or systemic symptoms. Outcomes included self-management at home without professional intervention or hospitalization, with blood glucose subsequently returning to 121 mg/dl. Investigation included complaint intake review and user-guided troubleshooting. Investigation of this case revealed no device alarms, no infusion set leaks, and no confirmed interruption of insulin delivery, with the cause remaining undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.